Event description:
The complaint is reported as: "the luer-lock connection (brown head) was falling off during use." No patient harm reported. The catheter was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one distal luer for evaluation. The catheter was not returned for evaluation. Visual examination confirmed the distal luer contained remnants of the extension line extrusion. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The customer report of extension line/luer hub separation was confirmed by complaint investigation of the returned distal luer hub. The luer was separated from the extension line and contained remnants of the extrusion. A device history record review was performed with no relevant findings. The probable root cause could not be determined based on the information provided and without the catheter to evaluate. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "the luer-lock connection (brown head) was falling off during use." No patient harm reported. The catheter was removed and replaced. The patient's condition is reported as fine.